Event description:
Reportedly, the instrument was fired and would not open. The surgeon pressed the handles again and the device released from the tissue. A colostomy was performed. Procedure: low anterior resection.